Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that there was a 069 call service alarm. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/14/2017 with the following findings: the pump box data was not able to be downloaded due to moisture ingress. The keypad buttons were found to be unresponsive. Further testing was not able to be performed due to the unresponsive keypad buttons. The keypad cover was removed and no defects were found to or under the button contacts. The pump case was removed, and evidence of moisture contamination was found on internal components of the pump. The complaint of a cs 069 call service alarm was not able to be investigated due to the unrelated keypad button issue and moisture issue.